Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced unspecified withdrawal symptoms. A rotor study and catheter dye study were performed on (B) (6) 2010. The catheter was "fine" but the rotor study confirmed that the rotor was not turning. The patient has had the pump implanted for approximately eight months. The medications being delivered via the device system were morphine, fentanyl and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.